Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that cardiac perforation by a swan ganz pacing catheter occurred during angiographic catheterization. During catheter insertion for backup of acetylcholine provocation test, the blood pressure decreased. When noradrenalin was administered blood pressure was not improved. When the condition was checked with ultrasound scan, cardiac tamponade was confirmed. The catheter was unable to pace. The device was discarded by the hospital. Follow-up confirmed that the patient was discharged from the hospital. The patient originally had chest pain and coronary spastic angina. Patient sex is female, age 81 and weight 52.1 kg. Patient status was defined as patient is recovered. The causality between the device and the event was reported as related. The customer commented that the pacing catheter may have been inserted deeply.